Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the anterior cruciate ligament surgery, the anchor broke off during insertion. A fragment of the broken anchor remained inside the patient's body. There was no harm for patient, operator or third party reported. No further information was received. Update 18-may-2026 - further information was received: it was reported that during the refixation of the anterior cruciate ligament, the biocomposite swivelock anchor broke off during insertion. A fragment of the broken anchor remained inside the patient's body. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-1588tb). It was not necessary to switch the surgical technique or do a second surgery.